Event description:
The physician was performing an egd using a colon biopsy forceps. When attempting to take a biopsy the drive cable broke leaving the cups in an open posiiton. When the forceps were removed the pt's esophagus was scraped. Another pair of forceps were used to complete the procedure. The pt was reported to be in satisfactory condition.